Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st w/ echo (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st w/ echo (device #2). An additional emdr was submitted to represent the bard/davol ventralight st w/ echo (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of a bard/davol ventralight st echo ps (x2) (device #1) and (device #2). Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the ventralight st echo ps (device #1) and (device #2). The patient's attorney alleges patient experienced emotional distress.